Event description:
The complainant reported that during impella cp support for 64-year-old male patient, the 14f cannula was bent close to the motor housing. There was no delivery issue prior to damage. The pump was replaced and no patient harm was reported.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Manufacturer narrative:
The investigation for the reported product damage has been completed. Product was returned for investigation. There was a cannula kink observed near the motor housing end of the cannula. Clinical information about patient dilation prior to implant, vessel condition, excessive force applied has not been provided. Therefore based on the clinical information provided and product evaluation, the root cause of the product damage issue was a kinked cannula due to improper technique. The instructions for use referenced in the initial report is for the impella cp with smartassist system in section: warnings & cautions: cautions. G1-corrected MFR site name and address